Event description:
It was reported that a cot dropped when unloading from the ambulance.

Manufacturer narrative:
The safety hook was not installed correctly by the customer. The hook was installed in such a way that the cot could go around it when removing from the ambulance.